Manufacturer narrative:
After battery installation, the device powered up with a white display due to corrosion on electrical board especially around the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the white display. Device received with a crack on the battery tube. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not turn on anymore at all and had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had battery failed alarm with every battery and they was swimming with insulin pump. The insulin pump will be returned for analysis.